Event description:
It was reported that the inlet pressure of -7 psi was not reached arctic sun device. The system shut itself down with system error 80 (non-recoverable system error). The flow rate was at approximately 2.4 liters per minute. The system frequently indicates air leak to hear a loud humming. Input pump circulation permanently at 100 percentage. Per review of wo on 13mar2023, there was no patient involvement. Per follow up information received via email on 13mar2023, they did not know yet, what would be done to solve the problem and they did not know if the loud humming was because of the air leak.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a failed circulation pump. Customer complaint confirmed. Circulation pump had failed. Circulation pump was replaced. System frequently indicates air leak to hear a loud hum. Mixing pump had failed. The device underwent a full pm service. Mixing pump, heater, drain ports have been replaced. A new calibration, mtk and stk were performed. The device passed the procedure and can be placed back into normal use. DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the inlet pressure of -7 psi was not reached arctic sun device. The system shut itself down with system error 80 (non-recoverable system error). The flow rate was at approximately 2.4 liters per minute. The system frequently indicates air leak to hear a loud humming. Input pump circulation permanently at 100 percentage. Per review of wo on 13mar2023, there was no patient involvement. Per follow up information received via email on 13mar2023, they did not know yet what would be done to solve the problem and they did not know if the loud humming was because of the air leak.